Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 690 mg/dl during the multiple occurrences and the current blood glucose of the patient is 580 mg/dl. Customer treated with manual injection. Customer stated that they had some defective quick sets and they had 4 different infusion sets that showed blood at the site, and when they removed them they were bent. Troubleshooting was not performed. The device will not be returned for analysis.